Manufacturer narrative:
The issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date in section h4 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer's caregiver reported the needle/sensor applicator connection on the abbott diabetes care device was worn out and bent upon opening the box and failed to fire prior to contact with the patient. Another needle/sensor was opened and worked as instructed. Adc customer service successfully reached the customer who indicated that the reported issue was resolved by sensor replacement. The customer further stated the defective sensor was returned. There was no report of serious injury associated with this event.